Event description:
It was reported that pump repeatedly declared altitude alarm and issue had been ongoing for about one month and worsening over time. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received instructions on pump storage mode, returning problematic pump, and setting up and connecting replacement pump, and tandem technical support arranged for in-warranty pump replacement with updated software.